Manufacturer narrative:
The exposed portion of the soft cannula was observed to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. The downloaded data returned an 0x18 alarm. It was observed during investigation that the plunger ran to 0% filled. The downloaded data showed no signs of struggle or pulse width increase that would result in a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached between 300 mg/dl and 350 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied and a correction was delivered.